Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The labelling and risk documentation was reviewed and found that size related complications are anticipated and do not exceed the risk index. Further, the reported patient symptom of discomfort is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Correted: b5 describe event or problem; h11 additional MFR narrative.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to discomfort. The physician reported that the implant was too large for the patient and sized down when implanting the new device. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the patient feeling uncomfortable. The physician reports that the current implant was too big and sized down in the new implant.